Event description:
Revision surgery - due to broken neck on the oti stem. The surgeon removed the liner and the oti stem, and replaced them with a stryker stem and djo liner. The original 56mm shell remained in patient, (B)(6) 2013.

Manufacturer narrative:
On (B)(6) 2013 an agent reported that during a revision surgery an oti neck broke, the liner and stem were removed and replaced with a stryker stem and djo surgical liner. The original surgery was performed on (B)(6) 2002 meaning the components were in-vivo for approximately 11 years. There is no information in this complaint about any patient activity level, trauma, disease, implant positioning, and general health that could have contributed to the product failure. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. The root cause for the revision surgery is listed as a neck fracture of a non djo surgical component. Because no components were returned a definitive root cause cannot be determined. There is no indication of a product design or manufacturing problem affecting implant safety or effectiveness.